Event description:
It was reported through a general comment that the following issues have occurred with prostyle devices during endovascular aneurysm repair (evar) interventional procedures using 8f sheaths and the pre-close technique. There is resistance opening and closing the foot as well as difficulty deploying the plunger. There have been suture retrieval issues. There have been issues with suture fraying. Additional prostyle sutures were successfully pre-placed, and the evar procedures were completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedures or therapy. No additional information was provided.

Manufacturer narrative:
Date of event estimated as (B)(6) 2023. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: the device was initially reported as discarded; however, it was returned for analysis.